Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. No patient consequences. How was the procedure completed? Unknown

Event description:
It was reported during a lap cystectomy, the product was opened. Product as per standard and as indicated on box should come with stapler insert. Surgeon placed stapler and fired to discover no insert was put in stapler by manufacturer.

Manufacturer narrative:
(B)(4). Batch # p55l5e. Device evaluation: the analysis results showed that the tl60 device arrived with no apparent damaged and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Please refer to the "instructions for use" for proper device handling and usage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. As the device was not returned sterile event description for missing insert could not be confirmed.